Event description:
The facility reported a colleague infusion pump, which under infused 50 to 70 cc during patient use. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event. Despite baxter's efforts to obtain additional information from reporting facility, details were not available regarding patient's demographics, diagnosis or status and medication involved, or set up of the infusion device. No addtional contact information was provided.